Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided. -- upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported this patient experienced a syncopal episode; the cause of syncope was unknown. This pacemaker, implanted with another manufacturer's right ventricular (rv) lead, exhibited rv pacing threshold measurements (2.1 v@ 1.0 msec) higher than the programmed setting (2.0v @ 1.0 msec). Troubleshooting included reprogramming rv pacing thresholds to a higher setting. This pacemaker remains in service, and the patient will continue to be monitored. No additional adverse patient effects were reported. Additional information received reported that this pacemaker was explanted and replaced due to normal battery depletion (nbd), and the pacemaker was received for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported this patient experienced a syncopal episode; the cause of syncope was unknown. This pacemaker, implanted with another manufacturer's right ventricular (rv) lead, exhibited rv pacing threshold measurements (2.1 v@ 1.0 msec) higher than the programmed setting (2.0v @ 1.0 msec). Troubleshooting included reprogramming rv pacing thresholds to a higher setting. This pacemaker remains in service, and the patient will continue to be monitored. No additional adverse patient effects were reported.